Manufacturer narrative:
Patient information has been requested. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device during a transport of a patient an artifact prevented analysis of a heart attack the customer is requesting that the device be returned for bench repair. The patient needed to be transferred to the cath lab and was admitted. Philips cannot rule out that the delay in diagnosis of the patient had an adverse impact on the patient.

Manufacturer narrative:
The device was received by the philips bench repair on (B)(6) 2017. The bench noted that the processor pca needed replacement. The processor pca was replaced and the device passed all performance assurance testing and was placed back in service. This was a malfunction of processor pca. There is no indication of a systemic problem; no further investigation or action is warranted.: patient information has been requested, unavailable at the time of this report.